Event description:
Customer reported patient coded during case and subsequently died. Ventilator was noted to be stacking breaths. Ventilator display reportedly went blank and came back on. Investigation/conclusion: datex-ohmeda service representatives performed a checkout of the equipment. The machine was checked and found to not relieve airway pressure during exhalation. The hospital requested the machine not be repaired thereby preventing the determination of the root cause of the reported failure. According to the hospital risk manager, it is uncertain if the equipment failure was related to the patient death due to the poor condition of the patient prior to surgery. It should be noted that the clinician always has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question.